Manufacturer narrative:
One device was received for evaluation. Visual inspection found a detached downstream occlusion (dso) seal. Functional testing was able to duplicate the reported battery issue. The battery compartment and the dso seal were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the battery did not charge, not turn on. There was unknown patient involvement. The device evaluation found the downstream occlusion seal to be detached.